Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient complained that heart rate was 120bpm on (B) (6) 2008. Device was programmed ddd and patient status was ok. On (B) (6) 2008, the patient's heart rate went up to 200 bpm. Device status is unknown. No further patient complications were reported as a result of this event.